Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery would not charge. Multiple wall outlets and chargers were used with no success. Customer reverted to using manual injections for insulin therapy. Blood glucose was 168 mg/dl.